Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit, designator u27.

Event description:
It was reported that when the device is powered on, the screen would flash and the device would immediately power itself off. There was no pt use associated with the reported failure.